Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens was explanted from a female patient's left eye due to a blurry vision. There was no incision enlargement, no vitrectomy and no sutures required? There was no post-op injury reported.

Manufacturer narrative:
Additional information was received confirming that the zcb00 21.0 diopter iol was explanted and replaced with the same model lens with a higher diopter size. Device available for evaluation ¿ yes, returned to manufacturer on 5/17/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was observed cut in two pieces. The reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. (B)(4). All pertinent information available to the manufacturer has been submitted.